Manufacturer narrative:
The device generated a 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. The device was reset and a bolus of 5 units was delivered. The reset data did not replicate the 0x33 alarm. The adhesive pad was installed as intended. The cause of the reported adhesive pad failure could not be determined. The soft cannula was observed to be kinked. Though the soft cannula was kinked, insulin was able to exit the distal tip of the soft cannula. It is unknown when the kink occurred. No other damaged components were observed. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 429 mg/dl while wearing the pod between 36 and 48 hours. As treatment, a new pod was placed.